Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously, and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The reported incident was identified by endologix through review of an industry relevant journal article. There are two journal articles that are the same subset of patients. Doi.org/10.1177/15266028241255541. Doi.org/10.1177/15266028251317910. It was reported that 872 patients were initially implanted in the italy with the afx bifurcated stent graft system (device iteration; afx strata, duraply, afx2 are unknown) between 1994 and 2020. It was reported within the journal article eight (8) patients experienced aaa (abdominal aortic aneurysm) related deaths. The exact hospital, case date, event details, lot numbers, and catalog numbers are unknown. No additional information will become available regarding this initial/final report due to the absence of patient identifiers. This report addresses patient 8 of 8.